Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during testing noted. The insulin pump was unable to verify battery out limit due to button/keypad anomaly. No unexpected numbers ramping/scrolling on their own noted. No moisture damage found inside the insulin pump. The insulin pump received with cracked case at display window corner, battery tube threads, reservoir tube, reservoir tube lip and minor scratched display window.

Event description:
It was reported that customer received a battery out limit alarm and a button error alarm. Customer's blood glucose was 294 mg/dl. It was reported that customer was running track in the rain and insulin pump was exposed to light rain. It was also reported that numbers on pump were ramping up. Caller was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.